Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post pocket closure, the implantable pulse generator (ipg) measured high atrial impedance, thresholds, no capture, and undersensing. The pocket was reopened and the setscrew on the device was found to be loose. The atrial lead was tested and was within normal limits. The lead was reinserted into the device and the set screw was torqued. The device remains in use. No patient complications have been reported as a result of this event.